Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-05339. It was reported after having two scs trial leads placed on (B)(6) 2016 the patient experienced chest and abdominal pain with stimulation on and off. On (B)(6) 2016 the physician removed both leads due to the abdominal pain. Follow-up information indicated patient's abdominal pain is improving and patient will continue treatment of her chronic pain with her pain management physician.